Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was not booting up. A review of the system logfile confirmed the malfunctioning of the flexvision pc. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the flex vision pc was not booting up. The fse booted up the flexvision pc in the system and found that the system booted up to application mode. The fse decided to replace the cmos bios battery. To resolve the issue, the fse replaced the cmos bios battery of the flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.